Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the pressurewire x, wireless (pwx) device and dragonfly opstar imaging catheter (df) were to be used in the left anterior descending (lad) lesion and distal right coronary artery (drca). There was resistance at the stent when removing the imaging catheter from the vessel. However, once removed, the pwx was noted to be separated and the tip of the device was attached to the df. Snare was used to removed the tip of the pwx. It is unknown how the procedure completed. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material separation appears to be related to circumstances of the procedure. The guidewire was noted to be damaged (kinked, bent, and stretched), which resulted in the reported material separation. In this case, it is likely that the resistance encountered during withdrawal or the patient¿s anatomical conditions caused the material separation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.